Manufacturer narrative:
Unit received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit powered up properly. Pump problem isolated to electronic assembly. Unable to verify error alarms due to blank display. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an unexpected alarm and customer is unable to clear alarm. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for alarm but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.